Event description:
Reporter alleged that comfort curve blood glucose test strips were labeled with an expiration date of 09/30/08. The manufacturer's records show the actual expiration date to be 09/30/06. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. Reporter discarded the suspect product and, so no product will be returned for evaluation. Replacement product was sent.